Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, a field service engineer (fse) identified that drawer 4 was inaccessible due to a malfunctioning sensor and performed testing using hardware test application (hta). The fse replaced the solenoid on drawer 4; however, the replacement part was defective. The fse then replaced the new solenoid and controller board, but the issue remained. The fse subsequently replaced the toe latch sensor and position sensor and tested the drawer using the hardware test application (hta). The sensors functioned properly during testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4 failed and did not recover despite multiple recovery attempts and repeated reboots. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.